Event description:
Boston scientific crm received information that this atrial lead exhibited loss of capture and impedances greater than 2500 ohms. The lead was electrically deactivated by programming device to vvi mode @ 40 bpm. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.